Event description:
Lead management case to remove three leads due to cied pocket infection. The physician advanced the laser sheath without difficulty; however when the lead and laser sheath were removed the blood pressure dropped. A sternotomy was performed revealing a tear in the svc/ra junction that was repaired. The patient survived intervention and the physician believed that the issue may have been caused by the lead being embedded into the svc wall.